Manufacturer narrative:
The insulin pump was received excessive no delivery alarms due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone that the insulin pump alarmed no delivery during the priming process. Customer has changed the cannula three times and pump continued alarming. Customer's blood glucose was 220mg/dl. Advised customer to manually push plunger to verify insulin exits the tubing, customer stated it did exit. Advised to insert reservoir into pump and run manual prime, customer stated the pump did not alarm no delivery. Advised the customer the insulin pump will be replaced.